Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms#: 617147. A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture or repair of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual inspection and functional test(s) were performed. The top and bottom cases were in excellent condition; battery door, right and left plunger case were cracked; counterfeit top case was used on the pump; no contamination on the pump. Event history log (ehl) showed: syringe flange sensor. Power up and biomed diagnostics check digital sensor (true / false) were performed and the reported problem was duplicated during power up process, caused by the optocoupler not seated on the post. The root cause of the issue was deemed due to the customer's incorrect assembly of the device; the customer replaced the top case with the counterfeit top case and did not seat the optocoupler properly on the post. Action(s) taken to mitigate the reported issue(s): re-seated optocoupler and tightened optocoupler screw.

Event description:
It was reported that the pump was alarming check syringe flange sensor. No patient injury was reported.